Manufacturer narrative:
(B)(4). The reported events capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported a right side "capsular contracture [baker grade unknown] and the presence of fluid in the vicinity of the prosthesis were confirmed by magnetic resonance imaging" and "aware of the recall." Device was explanted.